Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported via phone, the insulin pump was not working properly, the buttons stopped working. Customer's blood glucose was 200 mg/dl. Customer mentioned the device sometimes was scrolling. Customer didn't recall any other issues which may have led to the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be returned. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.